Event description:
It was reported that the insulin pump was exposed to fluid after a cup of water was tipped over and spilled on the device. The blood glucose reading was 72 mg/dl. The customer stated that the keypad was unresponsive. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. No moisture damage was found inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.